Manufacturer narrative:
The customer's complaint of "the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the system error was the processor board (pca) failure, likely due to the device's aging. The autopulse platform was manufactured in december 2015 and is over seven years old, past its service life of 5 years. During visual inspection, no physical damage was observed. Archive data review showed the occurrence of system error 132 (internal watchdog timeout), thus confirming the customer's complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, thus confirming the customer's complaint. The processor pca assembly was replaced to address the system error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules functioned within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR." It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.